Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated and repaired on site by our filed service engineer (fse). It was reported that the compressor alarmed for low pressure. The problem was solved after replacing the tubing kit. After replacement, the compressor worked as expected. No parts were returned for investigation. The root cause for the reported failure could not be determined.